Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that high blood glucose of 462 mg/dl was experienced and would like to troubleshoot insulin pump to make sure everything is working properly. Troubleshooting found that drive support cap was normal but cannula was slightly bent and there was bleeding at the site. Customer was advised to follow up with doctor regarding the high blood glucose and possible site issues. Customer was also advised on proper insertion technique and to monitor pump and change out reservoir and infusion set as it appears that the pump is performing as designed.